Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced small stinging sensations at the ipg site which happened while sitting or laying down. In addition to this, the patient experienced pain at the ipg site, most likely at the stitched header location [related manufacturer report number: 3006705815-2024-04200, 3006705815-2024-04201]. Most recently, the patient reported the scs system was not providing effective stimulation and the patient declined reprogramming. Moreover, the patient also reported the stimulation has been off for a month; however, they were still experiencing the stinging sensations. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. It is unknown which lead was liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: t00005461.